Event description:
It was reported that the customer's pump was emitting a constant beeping sound and displaying an error message indicating a cartridge alarm. There was no reported impact to the customer¿s blood glucose level. The pump reset and customer resumed insulin delivery.